Event description:
It is reported that the device was implanted in 2007. Revision surgery occurred in 2008, due to loosening.

Manufacturer narrative:
Event problems: labeled. Eval summary: it is reported that the mis tibial component loosened and the knee was revised 7.5 mos post-op. The pt is a female and had medium activity level. The returned plate shows pmma coating partially covering the back surface but no trace of the bone cement. It is not known which bone cement was used and whether the bone cement dough had the proper consistency when applied. Also it is unk whether the pt had injury or fall. Device history records show that the parts were made to spec. The cause of the problem could not be determined due to insufficient info. Evaluation: device history records indicate device mfg to spec. The devices meet spc where measureable in their current condition.